Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during removal of the wrench at implant the set screw dislodged from the grommet of the implantable pulse generator (ipg). Further reported was that the issue was resolved and the set screw "went in just fine."the ipg remains in use. No patient complications have been reported as a result of this event.